Event description:
Info received from a literature article (jpn. J. Cardiovascular journal, volume 40:193-196 issued 2011) stated a (B)(6) pt was admitted to the hospital for heart failure. Examination revealed aortic and mitral valve regurgitation. The pt underwent double valve replacement surgery due to paravalvular leak and received a 31 mm sjm mechanical mitral valve and a 25 mm sjm mechanical aortic valve. The pt then underwent two add'l double valve replacement surgeries due to paravalvular leak and non-infectious inflammatory disease. During the first of the add'l surgeries, the pt received a 27 mm sjm mechanical mitral valve and another MFR's aortic valve; during the second procedure, the pt received a 29 mm sjm mechanical mitral valve and another MFR's aortic valve. The pt then underwent two add'l mitral valve replacement surgeries due to paravalvular leak receiving a larger sjm 31 mm mechanical mitral valve and then again a larger 33 mm mechanical mitral valve. The pt was treated for non-infectious inflammatory disease. Although diagnosis was not confirmed, steroids administered were reported to have been effective for the pt. This is one of five MDR's. Please reference medwatch reports: 2648612-2011-00072, 00073, 00074, 00075.